Event description:
It has been reported to co that debris was detected in the packaging of this device. Reportedly, "a piece of cut wire was found in the sealing of the tray". There was no pt involvement. The device is being returned for co's evaluation.